Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported by the patient's legal counsel that the patient underwent a right hip revision procedure approximately four years post-implantation due to allegations of pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted synovitis during the revision procedure. The femoral head was removed, and a modular head and active articulation bearing were implanted to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported by the patient's legal counsel that the patient had an initial total right hip arthroplasty on (B)(6) 2011 and a subsequent right hip revision procedure on (B)(6) 2015 allegedly due to pain. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. A review of medical records reveal that patient has a history of right hip fracture prior to the initial surgery that was treated with internal fixation in 1999. Medical records note the presence of synotivis during the revision procedure on (B)(6) 2015. Three bone screws and five loose bodies were removed, the femoral head was removed, and a modular head and active articulation bearing were implanted to complete the procedure.